Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp knob. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The damaged pole clamp knob was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pole clamp knob was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.